Event description:
It was reported that gel-like foreign matter was found on the tip of the bd insyte¿ peripheral venous catheter needle. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, when the operating room nurse opened the packaging of disposable intravenous indwelling needle, she found a transparent gel-like object on the tip of the needle"

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.